Event description:
The nurse reported that the pump was replaced due to "normal end of life" and the patient wanted a bigger pump. The patient did not experience any symptoms prior to replacement and recovered without sequela from the surgery. The pump was implanted for 51 months and contained dilaudid.

Manufacturer narrative:
Final device analysis reveals pump tube wear-leaks.